Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000.0 mcg/ml at a dose rate of 1025.8 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that an active motor stall was seen at initial interrogation. The pump status and/or event log indicated a motor stall occurred. The patient did not recently have magnetic resonance imaging (MRI) performed. Relevant date(s) or range of dates of the stalls/recoveries was (B)(6) 2016. The date of the event was reported as being (B)(6) 2016. The pump was planned to be replaced on (B)(6) 2016. No patient symptoms occurred. On 2016-nov-14 a company representative reported that the pump was replaced on (B)(6) 2016. The pump was being returned to the manufacturer for analysis. On 2016-nov-16 a consumer reported that the patient believed she was having issues with the pump prior to (B)(6) 2016; the date of the event was noted as being (B)(6) 2016 (the date (B)(6) 2016 is considered an approximate date of event). It was further noted that the pump malfunctioned and had been critically alarming and caused the patient¿s pre-existing spasticity to get worse and the pump was replaced on (B)(6) 2016. It was also reported that the patient was having issues with their prior personal therapy manager (ptm) on (B)(6) 2016; they had been seeing the error code 8476 regarding motor stall and the pump would reset itself and then have the issue again and because of this issue when the patient got their pump replaced on (B)(6) 2016 they also replaced the ptm because they couldn¿t get it to synch.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.